Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box confirmed cs 078 call service alarms. During testing, the pump successfully completed the rewind, load and prime steps successfully and the pump was exercised for 24 hours with no alarms occurring. The pump case was opened and moisture/corrosion was observed at the motor connector and throughout the interior of the pump. Moisture was also observed on the vibratory motor contacts, causing failure. The complaint of a cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a battery compartment crack between the bumper pad and cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.